Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Causes] based on the report of olympus india, omsc presumed there was the possibility these phenomena were attributed to the following causes for each; <the foreign object of the forceps elevator> it could not be conclusively specified the cause of this event. Based on the following information, omsc presumed that the user facility conducted inappropriate reprocessing. -according to the evaluation result of olympus india, the forceps elevator had foreign object. -the instruction manual of the subject device states how to brush forceps elevator. -incorrect reprocessing by user had been assumed as cause of the similar former case. <inside of the light guide lens was dirty> it could not be conclusively specified the cause of this event. Based on the following information, omsc presumed that physical stress caused gap at the light guide lens glue, which caused dirt invasion. - according to the evaluation result of olympus india, the following were confirmed. *inside of the light guide lens was dirty *the light guide lens was chipped / scratched *the object lens was chipped / scratched -the instruction manual of the subject device states not to apply physical stress on device. -in the similar former cases, physical stress generated gap at the light guide lens glue, which might have been the cause of the event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not returned to omsc. Olympus (B)(6) checked the subject device for evaluation. It was confirmed that there were the dirt inside dirt inside the light guide lens and the foreign object of the forceps elevator, of the subject device the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(6), that it was found the dirt inside the light guide lens of the subject device and the forceps elevator of the subject device had the foreign object. The occurrence date of the event is unknown. There was no patient injury associated with this report.